Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient has spent close to 10 days in the hospital and day(s) in rehab, and has gone back to the hospital this last tuesday. The neurologist warned them that if the dbs battery went down to 2.3 for the voltage level that was left, then they would have to go to the hospital to replace the battery. The patient was exhibiting severe symptoms with parkinson's disease and they were wondering about the dbs battery. They don't have the patient programmer with them currently and needed to look for it. If they have concerns after checking the ins with the patient programmer they were to follow up with the hcp. No further information was provided. No further allegations were reported as a result of this event.